Manufacturer narrative:
Spacelabs product complaint specialist (pcs) has made multiple phone calls requesting more information about the reported event. The customer has not replied to any of the pcs requests. Spacelabs field service engineer (fse) has made multiple attempts to gather more information and schedule a time to go on-site and investigate the alleged event. The customer has also not replied to any of the fse requests. There is not enough information currently available to investigate the reported issue further. Due to the lack of sufficient information, investigation is not possible. This record will be re-opened if additional information that would allow an investigation becomes available. This report is complete and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on june 6, 2019 that the customer¿s central station was not providing correctly categorized alarms for ventricular arrhythmias. No injury was reported in association with this event.